Event description:
It was reported that the health care professional (hcp) wanted to review recent stored episodes. Upon review, it was noted that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). The noise was oversensed on both channels. Additionally, it was observed that the ra lead exhibited pacing inhibition as a result of the noise on this ra channel. Troubleshooting options were discussed. At this time, this pacemaker system remains in service and there were no adverse patient effects reported.